Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 19-jan-2023. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced fatigue (seriousness criterion medically important), eczema ("eczema in the summer"), sleep disorder ("sleep disorders (fitted with respiratory device)"), a first episode of loose tooth ("loosening teeth"), vertigo ("balance disorders (vertigo)"), cognitive disorder ("cognitive disorders"), disturbance in attention ("concentration difficulties"), a first episode of depression ("depressive tendency actions"), premature menopause ("early menopause ( 48 years old )"), aphasia ("aphasia (difficulty finding words)"), burnout syndrome ("burn-out"), memory impairment ("memory disorder"), paraesthesia ("paraesthesia"), feeling hot ("suddenly being very hot"), a second episode of loose tooth ("loosening teeth") and a second episode of depression ("depressive tendency") and was found to have weight increased ("weight gain ( 15 kg )"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to eczema, fatigue, sleep disorder, the first episode of loose tooth, vertigo, cognitive disorder, disturbance in attention, weight increased, the first episode of depression, premature menopause, aphasia, burnout syndrome, memory impairment, paraesthesia, feeling hot, the second episode of loose tooth or the second episode of depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 19-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced fatigue (seriousness criterion medically important), eczema ("eczema in the summer"), sleep disorder ("sleep disorders (fitted with respiratory device)"), a first episode of loose tooth ("loosening teeth"), vertigo ("balance disorders (vertigo)"), cognitive disorder ("cognitive disorders"), disturbance in attention ("concentration difficulties"), a first episode of depression ("depressive tendency actions"), premature menopause ("early menopause (48 years old)"), aphasia ("aphasia (difficulty finding words)"), thermal burn ("burn-out"), memory impairment ("memory disorder"), paraesthesia ("paraesthesia"), feeling hot ("suddenly being very hot"), a second episode of loose tooth ("loosening teeth") and a second episode of depression ("depressive tendency") and was found to have weight increased ("weight gain (15 kg)"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to eczema, fatigue, sleep disorder, the first episode of loose tooth, vertigo, cognitive disorder, disturbance in attention, weight increased, the first episode of depression, premature menopause, aphasia, thermal burn, memory impairment, paraesthesia, feeling hot, the second episode of loose tooth or the second episode of depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.